Manufacturer narrative:
During follow-up, the patient said the uti was not caused by any problem with the ultra 14 catheter since there were no defects or malfunction. The patient said she believes the uti was caused by her frequent catheterization each day (approximately 15-17 times each day).

Event description:
Intermittent catheter patient (user) reported she had a urinary tract infection (uti) while using the ultra 14 catheter. During follow-up, the patient reported she took ciprofloxacin twice a day for 5 days and fully recovered.